Manufacturer narrative:
It is unknown if the broken cage remains implanted or was explanted. The product is not returned to manufacturer for evaluation.

Event description:
It was reported that patient underwent revision surgery to replace the fractured spacer. Intra op, when a new spacer was being put in the patient the cage broke again. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.